Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm approximately four weeks ago. The iliac arteries were tortuous. It was reported that after the procedure everything appeared well and the patient was stable. The following day, it was discovered that the patient's right iliac did not seal and there was a resulting type 1b distal endoleak letting flow into the aneurysm. An endurant 16x16x124 and endurant 16x13x124 iliac limbs were placed to successfully resolve the endoleak. Additionally, the right hypogastric artery was coiled. The endoleak was attributed to lack of seal in the iliac artery, which may have been caused by the tortuous iliac vessels and stent graft foreshortening. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (tortuous iliac artery). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (tortuous iliac artery).